Event description:
It was reported that the brake/steering mechanism was locking up with a patient on the cart. When the staff member tried to move the device, she was injured.

Manufacturer narrative:
A stryker quality assurance engineer spoke to the customer regarding the alleged incident. The brake/steering mechanism locking up resulted in a back injury to the caregiver, which did not require treatment. The customer stated that no further follow up was needed; as such, the device was not evaluated/accessible. H3 other text : device not accessible for testing.

Event description:
It was reported that the brake/steering mechanism was locking up with a patient on the cart. When the staff member tried to move the device, she sustained a back injury.